Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a broken trauma plate. The plate was originally implanted due to a distal tibial fracture.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The implants were not returned for review. X-rays were returned and an analysis of the x-rays confirmed that the plate was fractured. The review of the two x-rays shows a comminuted fracture distal tibial metaphysis fixed with medial plate and multiple locking screws. On the earlier x-ray, at least two of the distal transverse locking screws appear to traverse a distal oblique fracture line at the distal tibial metaphysis, a situation which may be associated with a suboptimal fixation. On the later x-ray, there is a fracture of the medial tibial plate at the level of the comminuted fracture, with valgus angulation of the distal plate, tibia and fibula. Periosteal callus is noted along the lateral margin of the distal tibial fracture. The bone quality appears normal, and shows no evidence of osteoporosis or focal lesion. The medial plate with locking screws is appropriate treatment for this fracture type. At least 2 of the distal transverse locking screws appear to traverse the distal aspect of the fracture. There is definite fracture of the mid to distal tibial plate, at the level of the distal tibial fracture. No other conclusions about the condition of the plate can be made. The device history records for the plate were reviewed and identified no deviations or anomalies. This device is used for treatment. A product history search was conducted and revealed no additional complaints against the related part number. The plate was in-vivo for approximately 6 months before it was removed. The most likely cause of the plate fracturing cannot be concluded.